Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive along the upper portion of the screen and on the tandem "t" home button after the pump was dropped. The customer's blood glucose was 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.